Event description:
It was reported that during a liver resection procedure, the device worked correctly until the 7th firing. On the 7th firing, the device fired and the staples formed, but then started to open from the middle of the staple line going away from the vessel. The vessel being transected was the left mid vein complex nearest the liver. The staples that came away first were the staples next to the heart side of the vein and not the liver side of the vein. The patient lost half a litre of blod very quickly, and the vein then had to be hand sewn. The case was prolonged by 20 minutes. There was no patient consequence and the patient is doing fine.